Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, red particles in the surface of the shell. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and a punctured in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. A puncture opening on radius due to surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis, drainage.

Event description:
Healthcare professional reported right side cellulitis with persistent drainage. Device has been explanted.